Manufacturer narrative:
The report of the device failing to alarm for air in line was confirmed, however, the device did alarm for accumulated air, which stopped the infusion. The pump module event log shows that pump module s/n (B)(6) was set for a single air bolus of 250 microliters with accumulated air enabled. For the device to alarm for air in line at the single air bolus setting of 250 microliters, the bolus would have to be approximately 1.67 inches (4.2 cm) in length. The photo provided shows multiple air boluses less than 1 inch in length, that would not trigger an air in line alarm at the 250 microliter setting. However, the device would alarm for accumulated air, which it did, when multiple air boluses too small to trigger air in line were detected within a rolling window. The log also shows that the infusion was stopped at 11:27 pm on (B)(6) 2020 when the device alarmed for accumulated air. A review of the pump module error log found no errors during the time of the reported event. The root cause of the reported failure to alarm for air in line was not identified. Review of the pump module service history record showed the device had a manufacture date of 27 july 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 11 august 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that while in use, the device allowed air to pass through the pump without the alarm being set off. The event occurred at the intermediate care unit (imc). It was noted that the nurses reacted quickly to prevent the air bubbles from reaching the intravenous site. It was mentioned that guardrails drug library was used.

Manufacturer narrative:
Concomitant medical products: syringe; pca tubing; 8120; td (B)(6) 2020. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient information was not provided.

Event description:
It was reported that while in use, the device allowed air to pass through the pump without the alarm being set off. The event occurred at the intermediate care unit ( imc). It was noted that the nurses reacted quickly to prevent the air bubbles from reaching the intravenous site. It was mentioned that guardrails drug library was used.